Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (267 mg/dl). Customer changed out cartridge and infusion set but bg level remained elevated. System check was performed with tandem technical support and no issue were noted. Customer indicated that a manual insulin injection would be administered and the infusion site would be changed to address the issue.